Event description:
It was reported the patient's right knee was revised due to a femoral fracture above the femoral component. Due to poor patient bone quality, the patient's triathlon knee was removed and a distal femoral replacement was implanted. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.